Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the way to the bottom of the canyon while the patient was hiking, his continuous glucose monitoring system was going up when he noticed that his infusion set's tubing had detached from the quick release. The site location was patient's stomach and the pump was on the opposite side in relation to the site. The infusion had been in use for a few hours and the infusions were stored at home where there was air conditioning. There might have been stress or pull on the tubing as he was hiking but the pump was not dropped with the set connected to the patient's body. Reportedly, the infusion set's tubing had detached again, a day before this report, from the cannula housing on his body and his blood glucose level was reported to be 220 mg/dl. No further information available.